Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation underneath the ECG electrodes. The area was described as a 3 mm spot of raw/red skin that had peeled. It was also reported that there was no broken skin, bleeding, or oozing. The patient's doctor prescribed silver sulfadiazine to treat the irritation. During a follow-up, the patient stated the irritation has improved due to this treatment.